Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is being scheduled for revision after an initial right knee arthroplasty due to unknown reasons.

Event description:
No further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. This event will be reported as 0001822565-2018-06087.